Manufacturer narrative:
Corrected device history record (DHR) review: DHR records for part 497.125, lot 7236518, indicate that the reported product was manufactured at the brandywine manufacturing facility. DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. DHR records further indicate that the product lot underwent all specified inspection requirements with no product nonconformities reported. DHR records for the reported lot indicate that the product was produced from raw material in accordance with established specifications. DHR records for the raw material lot further indicate that the raw material underwent all specified inspection and testing requirements. There is no objective evidence indicating that the manufacture of the reported lot is relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that: the measurable dimensions of the extension bar were checked and found to be in compliance with the technical drawings and ao/asif specification. Material the examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-11). Conclusion the visual examination shows indentation which could result from constructions mantling or dismantling. The extension bar is on one end lacerated and bent. Without further details afterwards it is not possible to determine what kind of mechanical force impact on the implant and the cause of the failure mode. No failure in material could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had a (veptr) vertical expandable prosthetic titanium rib implant breakage. The patient was implanted with the veptr system in 2009 on an unknown date. The veptr system was extended to the last hole a half year ago. Since (B)(6) 2014, when the patient changes body position suffers from pain. A medical / surgical intervention was needed, a revision surgery was done on an unknown date. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records (DHR) for part 497.108, lot 6033384, indicates that the reported product was manufactured at the brandywine manufacturing facility. The product lot was manufactured in accordance with all established requirements with no nonconformities reported. The product lot underwent all specified inspection requirements with no product nonconformities reported. The product was produced from raw material in accordance with established specifications. Device history records for raw material indicate that the raw material was received at the brandywine facility and indicate that the raw material underwent all specified inspection and testing requirements and was found to meet all established criteria for acceptance and use as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. Implant date was in 2009, exact date is unknown. Explant date: unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.